Event description:
It was reported that the insulin pump alarmed no battery while the battery was still full. Customer stated that they were unable to clear the alarm. Customer also stated that the insulin pump does not react when pressing act. Customer mentioned having the insulin pump in her underwear and it being in contact with skin and possible perspiration. Customer stated that the buttons are unresponsive and is currently treating with an insulin pen. Customer's blood glucose reading at the time of the call was 6.3 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No moisture damage was noted on the electronics. The insulin pump had normal operating currents and no unexpected low battery alarm was noted. The battery functioned properly during the testing. The insulin pump had a cracked display window corner and a cracked reservoir tube lip.